Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes stating the patient was revised due to pain, elevated metal ion levels corrosion and scar tissue. During the surgery, a small 2mm rent in the capsule with a small amount of cloudy-yellow fluid. A large amount of gelatinous material in the joint. There appeared to be some fibrous material inside of the capsule. Corrosion was noted along the whole trunnion and inside the femoral head. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00-8018-032-02, versys femoral head, lot #61484659; item #00-6200-050-22, trilogy acetabular shell, lot #61412062; item #00-6310-050-32, trilogy acetabular liner, lot #61430030; item #00-6250-065-30, bone screw, lot #61445388. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00615, 0002648920-2019-00616.

Event description:
It was reported that the patient had a primary right total hip arthroplasty. Subsequently, approximately eight years post op the patient underwent a revision surgery due to pain, elevated metal ion levels, in-vivo corrosion, and scar tissue. During the revision procedure, the surgeon noted significant scarring between the medius and tensor fasciae latae (tfl). There was also a small 2mm capsule with a small amount of cloudy-yellow fluid. Further, the surgeon noted a large amount of gelatinous material in the joint. There appeared to be somewhat fibrous material inside the capsule. The head was the only implant revised. Additional information was requested however, no information was available.